Event description:
It was reported that during preparation of a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous right coronary artery. A promus element, mr 3.00x28mm stent was unpacked and during the set up the physician noted the stent was elongated. No patient contact was involved. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation of a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous right coronary artery. A promus element, mr 3.00x28mm stent was unpackaged and during the set up the physician noted the stent was elongated. No patient contact was involved. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous right coronary artery. A promus element, mr 3.00x28mm stent was unpackaged and during the set up the physician noted the stent was elongated. No patient contact was involved. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent was damaged and stretched along its entire length causing the stent to be stretched approximately 11mm past the proximal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).